Manufacturer narrative:
Programmer model 37642, serial #(B)(4) lead model 3387-40, serial #(B)(4), implanted: (B)(6) 2005 explanted: unknown extension model 748240, serial #(B)(4), implanted: (B)(6) 2005 explanted: unknown extension model 748251, serial #(B)(4), implanted: (B)(4) 2005 explanted: unknown.

Event description:
It was reported that two years ago the neurostimulator was turned off prior to back surgery. Post-operatively the device could not be turned on and the patient had difficulty breathing due to constant shaking and tremors. The patient was placed on life support at that time. Subsequently the neurostimulator was turned back on, the difficulty breathing subsided and the patient's tremors stopped.